Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Reportedly, the customer loaded a new cartridge to address the issue. Additionally, it was reported that the cartridge was leaking from the pigtail. Reportedly, a new cartridge was used to address the issue and insulin delivery was resumed. Customer's blood glucose level was 126 mg/dl.